Manufacturer narrative:
The filshie clip has been returned to us distributor (cooper surgical inc) who has conducted initial evaluation described below: one filshie clip was returned to cooper surgical fully actuated. The returned clip exhibited no nonconformity. Visual evidence suggests the clip was improperly placed on the fallopian tube. A review of the femcare-nikomed complaint database reveals no other complaints against (B)(4) lot # 28666. This event also reported by femcare-nikomed us distributor cooper surgical inc - report # (B)(4).

Event description:
Surgeon was performing a laparoscopic procedure (fallopian tube ligation). The filshie clip was applied to the left fallopian tube by the surgeon. Both the surgeon and the scrub tech visualised the clip was on the tube. Upon removing the applier, the clip fell off the tube leaving a slightly bloody mark where the clip was on the tube. The slip was then removed from the pt and a new clip was applied in its place.